Event description:
It was reported to resmed that a hospitalized patient using a stellar 150 device, developed dyspnea with an oxygen saturation of 88%. It was reported that the patient¿s tidal volume was around 50ml with cyanosis of the lips at the time of the incident. The patient was placed on an alternate device and subsequently their tidal volume normalized and oxygen saturation increased to 95%.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).